Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(4).

Event description:
It was reported that the patient allegedly experienced pain, swelling, and redness of the port site. It was further reported that the healthcare provider prescribed the patient medication for her alleged symptoms; however, there was no device deficiency. The patient was reported to be in stable condition.